Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and pump error 35 alarm due to the force sensor flex cable not aligned properly in the connector. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display due to critical pump error (open book image) alarm.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm and frozen display. The customer¿s blood glucose was 174 mg/dl. Troubleshooting steps were provided for pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.